Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the comb, roller, and carrier guide were damaged and the device was out of calibration. The comb, roller, and carrier guide were replaced and the device was recalibrated. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. There was no event as the device was sent in for preventive maintenance only. It is confirmed the device was in need of repair. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was sent in for regular preventative maintenance and a repair was needed. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation indicates that the mesher comb was damaged. No adverse events were reported as a result of this malfunction.